Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During the evaluation of the returned device, the device was functionally tested. When the handle of the device was manipulated the forceps cups will open, but they will not close. Several attempts were made to close the forceps cups, but they were unsuccessful. The device was then placed down an olympus gif-q20 (2.8 mm channel) endoscope. The endoscope was put in a torturous path. When the handle was manipulated the device would open, but the cups would not close. While checking the device for kinks, it was observed that the sheath was rough just above the midway point of the sheath from 47 cm to 69.5 cm distal to the handle. A visual inspection of the sheath shows that the sheath has been stretched slightly. The device was measured within specification from the distal end of the handle. The device was sent back to the supplier for evaluation. The supplier provided the following evaluation: one device from the reported event was returned in a zip type bag with proof of decontamination. Evaluation of the device determined the returned device was tested for "would not close." During functional testing, with the device coiled in three (3), approximately eight (8) inch loops, it was confirmed that the device would not operate properly when the handle was manipulated. The device opens but does not close. Upon further investigation and disassembly of the device tip, it was noted that the device has a broken solder joint. The reported defect was confirmed. Failure was due to a broken solder joint. Further investigation of this device revealed that the coating of the coiled cable had a minor abrasion over approximately at twenty three (23) centimeter section. This type abrasion is not in keeping with damage resulting from our handling and manufacturing processes. We are unable to determine how this damage occurred. The device history records were reviewed. The assembly orders were manufactured in march and april 2017. One order had relevant defects that were rejected during manufacturing or final quality control (fqc). No other relevant defects were noted in the records. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the "device opened and could not close" issue experienced by the customer was confirmed and the root cause was determined to be a broken solder joint. The supplier is currently working on improvements to create a more robust soldering process to prevent solder joints from breaking. The instructions for use state the following in regards to product inspection: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forcep is coiled may result in damage to the performance characteristics of the forceps." Prior to distribution, all captura serrated forceps are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used a cook captura serrated forceps with spike. The device was placed down the endoscope. The user opened it and they could not get it to close. They removed it and used another device.